Manufacturer narrative:
Manufacturer's investigation conclusion: the investigation confirmed the reported irregular intermittent alarms via log file analysis; however, the reported event of damage to the power cables could not be confirmed through this analysis. On (B)(6) 2026, log files contained multiple low voltage advisory alarms while the system was connected to external batteries. In each case, the triggered alarm would resolve shortly after cable voltages were restored. The low voltage advisory alarms were triggered by the voltage on the black power cable fluctuating below the alarm threshold while connected to battery power. The low voltage advisory alarms did not affect the controller¿s ability to operate the pump at the set speed. Data consistent with a controller exchange was observed on (B)(6) 2026. There were no other notable alarms active in the log file. The system controller was returned in unremarkable physical condition and operated for an extended period without any irregular alarms produced while connected to a mock loop. Additional power cable manipulation testing was performed, and no alarms were triggered during this testing. Additional information indicates the controller exchange resolved the reported intermittent alarm and submitted log files for review. A root cause for the reported event could not be determined through this analysis. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number: (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU section 6 ¿ ¿patient care and management¿ warns the user to never submerge the driveline, modular connector, system controller, or any external system components (such as the power module, the mobile power unit, batteries, power cables, or battery clips) in water or liquid. Submersion in water or liquid may cause the left ventricular assist device to stop. Heartmate 3 IFU section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller and its power cables. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the system controller exchange resolved the alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had multiple low voltage alarms, even when the batteries were fully charged. It seemed that the black power cable of the system controller was damaged as it had been folded every day for 3 years. The system controller was exchanged.